Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported that he received a prime rewind alarm on his insulin pump and continued to push out insulin during prime. The customer stated that the drive support cap appeared normal. He also stated that he recalled pressing the drive support cap, but not while connected to the insulin pump. The customer's blood glucose level was 241 mg/dl. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.